Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent anterior/posterior colporrhaphy, cystourethroscopy, rectovaginal septum cyst removal due to sui, hypermobile urethral junction, cystocele, cystic structure (rectovaginal area).a review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.